Manufacturer narrative:
(B)(4). The patient experienced adverse events on different days with the same device. The following reports are being submitted: (B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, the patient reported alarm failures related to the mobile application. No additional patient or event information is available. Data was provided for evaluation. The complaint confirmation could not be determined. A root cause could not be determined.